Manufacturer narrative:
Citation: agarwal et al. Clinicopathological correlates of obstructed right-sided porcine-valved extracardiac conduits. J thorac cardiovasc surg. 1981 apr;81(4):591-601. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding obstruction of right-sided valved extracardiac conduits. All data were collected from a single center between november 1972 and april 1977. The study population included 308 patients (mean age 9 years), an unspecified number of which were implanted with medtronic hancock valved conduit (no serial numbers provided). Among all patients adverse events included: conduit obstruction requiring valve replacement, increased pressure gradients, stenosis, thrombosis, commissural fusion, calcification, insufficiency, cuspal tears, flail valve, fusion of valvular cusps to the conduit wall, fibrous peel, endocarditis, exertional dyspnea, dizziness, cyanosis, and heart failure. Based on the available information medtronic product may have been associated with these adverse events. No additional adverse patient effects or product performance issues were reported.